Event description:
It was reported loss of capture and r-wave oversensing were noted on the right ventricular (rv) lead diagnostic imaging was performed and partial retraction of the helix was observed. The physician suspected microdislodgment of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.